Event description:
5/27/98- pt to surgery for abdominal hysterectomy, bilateral salpingooophorectomy, holban posterior culdoplasty, posterior colporrhaphy. A suprapubic catheter was inserted at this time. On 5/30 an attempt was made to aspirate fluid from balloon in order to remove it. No fluid was obtained. The tip was cut, still no fluid. Wire stylet was used to puncture the balloon with no results. On 5/31 pt was taken back to surgery for cystoscopy to release suprapubic catheter, balloon was still inflated. Able to move catheter freely. So no sutures were holding it in. Punctured with spinal needle and catheter removed.